Manufacturer narrative:
Based on the info provided, there was no injury to either pt or user complying with (B)(4) technical guidelines requires the facility to provide, and wear, appropriate protective equipment would also mitigate any potential for harm.

Event description:
The velocity irrigation pump provides supplemental irrigation during endoscopic procedures. The company received a complaint that the device was leaking significantly where the foot pump and tubing connect. The customer removed the device and replaced it with another. There was no reported harm to pt or user.